Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed a persistent alert 32 indicating a motor processor communication error that did not clear despite multiple restarts, and the user transitioned to multiple daily injections while continuing cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included technical troubleshooting with restart attempts and user education on shutdown procedures and data handling. Investigation of this device revealed a suspected delivery motor communication malfunction consistent with a motor processor communications fault, with no additional contributory factors identified. It was concluded that the cause was an equipment malfunction.